Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. A receiver charge test was performed and failed due to usb connector was damage. A receiver boot test was performed and failed due to usb connector was damage. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and passed. The receiver log was not downloaded for review because usb connector was damaged, and receiver has no power on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.